Event description:
Six falsely elevated troponin I results were obtained on six pt samples. The results were reported to the physicians. The samples were retested on an alternate analyzer and negative results were obtained. Pt treatment was not prescribed and there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a sticking hm mixer motor shaft causing conjugate splash.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was a sticking hm mixer motor shaft causing conjugate splash. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is operating within specs.